Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episode recorded with apparent noise oversensing seen on the ECG. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect an asystole episode. As the patient had symptoms, the patient used the patient activator. According to this, the icm stored the symptom episode #9. The icm remains in use. No patient complications have been reported as a result of this event.